Manufacturer narrative:
The insulin pump was received with physical damage bleeding lcd glass. No moisture damage was found on electronic assembly. The pump was received with minor scratched lcd window, cracked case near display window corners and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call indicating a cracked screen on the insulin pump. The customer's blood glucose was 334 mg/dl. The customer stated that she ran in the rain and fell. The customer stated that there is a crack on the screen and the pump had water damaged. The customer stated that she tried to let the pump dry out, however, the pump turned off. The customer stated that the pump went blank after it was exposed to moisture. Customer was advised to discontinue use of the device and to revert to a backup plan. The customer will be sent a replacement pump.